Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed minor cracks/scratches on the outer sheath at the exit site. Slight cloudiness/yellowish sections along with a milky fluid were also observed on the driveline, confirming the reported event. No servicing procedure was performed for the fluid within the driveline since the pump has an enhanced epoxy processed connector. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to fluid in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a dressing change, it was observed that a section of approximately 5 centimeters of the driveline proximal to the exit site was cloudy/yellowish. Also, slight cloudiness/yellowish sections were observed at approximately 10 centimeters further down the driveline. Few weeks prior to these observations, betadine was used on the exit site of the driveline. A dressing change was performed and it remains in use. No patient complications have been reported as a result of this event.